Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. It was reported that the patient had elevating bg's throughout the day on the day before. At school on original date, the school nurse tested the patient's blood glucose and it was 340mg/dl. The patient was brought to the hospital and had blood glucose of >300mg/dl upon admission. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.